Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. It is probable that procedural handling of the device during set-up such as excessive manipulation contributed to the break. The device instructions for use (IFU) cautions the user to not bend the fiber at sharp angles as damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned device revealed a body break between the input connector and control knob.

Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned device revealed a body break between the input connector and control knob.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. It is probable that procedural handling of the device during set-up such as excessive manipulation contributed to the break. The device instructions for use (IFU) cautions the user to not bend the fiber at sharp angles as damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.